Manufacturer narrative:
The biomedical engineer troubleshot the reported complaint with ge healthcare technical support and confirmed the control board was as fault. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was stacking breaths when positive end expiratory pressure is on, delivering high pressure. There was no report of patient involvement.